Manufacturer narrative:
A third party service agent evaluated the customer's device and was able to verify the reported issue. Due to obsolete parts the device is no longer repairable. The device was returned to the customer without repair and the customer was informed not to return the device to service.

Event description:
A third party service agent contacted stryker to report that a customer's device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.